Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy and cystoscopy for dysmenorrhea and menorrhagia on (B)(6) 2011. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during the surgery. There was no report of an intraoperative complication. For the abdominal part of the operation a pneumoperitoneum was established using a veress needle, and after placement of trocars and docking of the robot, flimsy adhesions were taken down in the mid-lower abdomen. Bilateral utero-ovarian pedicles and lateral ligaments were transected using bipolar cautery and monopolar cautery scissors. Anterior bladder flap adhesions were noted and related to a previous c-section. These adhesions were dissected uneventfully using monopolar and bipolar instruments. Uterus and cervix were delivered vaginally and the cuff closed with 0 vicryl. No complications were noted during surgery. (Blood loss, 25cc) no original records: according to the claim form, on (B)(6) 2011 (postoperative day, pod 2), a consultant saw the patient for postoperative ileus and gilbert syndrome. The patient underwent a laparotomy on (B)(6) 2011 with primary repair of a perforation at the distal end of the sigmoid colon. Discharge on (B)(6) 2011 and readmission (B)(6) 2011 for postoperative wound infection that was treated with surgical incision, drainage and secondary wound healing using a vac dressing (vacuum assisted closure). On (B)(6) 2011, a secondary closure of the abdominal wound was performed. Discharge on (B)(6) 2011. The patient continues to complain about vaginal discharge, a fistula, however, has not been located.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury and post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: it was alleged that the patient experienced post surgical complications due to a bowel injury that occurred during a da vinci surgical procedure.